Manufacturer narrative:
The referenced report of the driveline infection and transplant is captured under medwatch MFR report #2916596-2018-04282. Approximate age of device ¿ 1 year. Device evaluation: the explanted pump was returned for evaluation under medwatch MFR report #2916596-2018-04282. This medwatch report covers the incidental investigation findings of thrombus. The pump was returned assembled with the percutaneous lead severed approximately 6 inches from the pump housing. The severed portion of the driveline was not returned. Examination of the inlet bearing revealed a red, tissue-like thrombus adhered to the rotor bearing ball. The thrombus showed evidence of laminated layering indicating that it developed over an undetermined time while the pump was operating. A specific cause for the development of the thrombus cannot be conclusively determined through this evaluation. A review of the patient¿s history revealed no history of thrombus. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. During the evaluation of the returned device post-transplant, thrombus was found in the pump. The patient had been status 1a transplant due to a driveline infection and received a heart transplant on (B)(6) 2018.